Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead was confirmed dislodged and was explanted. A new lead was successfully implanted.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead reported diaphragmatic stimulation. Upon interrogation there was no capture even at 7.5v. There was no capture in any configuration. The the left ventricular lead was programmed off in the device and the patient was scheduled for a lead revision. It was later reported of a suspected lead dislodgement. No further patient effects were reported.